Event description:
During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc device failed the return instrument test/evaluation (rite) functional test due to failing volume transferred comparison testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). During the evaluation of the returned device, the homechoice (hc) had passed the return instrument test/evaluation (rite) electrical test. However, the hc had failed rite functional test due to a failed volume transferred comparison. The hc had passed the external inspection. Volumetric accuracy test was performed and failed. The temperature confirmation testing was performed without any issues noted. The device was powered up properly and no issues were observed. During the inspection of the door assembly, deteriorated piston foam was found. The cause for the rite failure of failed volume transferred comparison was determined to be cause by deteriorated piston foam. The piston foam was scrapped, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.